Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2020-01343, 2017865-2020-01344. It was reported that the patient presented in clinic with bacteremia. It was noted that there was vegetation on the leads. The system was explanted, and the patient was stable after the procedure.